Event description:
It was reported that the patient fell, but the cause of the fall was undetermined. After the fall, the right ventricular lead noted noise and oversensing. The lead was programmed with increased output and a mode change. The lead was partially removed and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.